Manufacturer narrative:
Received two disassembled conmed pencils from the customer connected both pencils to the esu for functionality testing. One pencil functioned properly meeting specifications. The other pencil self activated in the cut mode. The failure mode was due to a wire shorting to the cut switch. The exact root cause was undetermined as it was received disassembled from the customer.

Event description:
Conmed pencils self activated in cut mode.